Event description:
Pt was having a mr procedure. She was positioned with her hands to her side. The pt incorrectly placed her hands between the table and the bore. When the table was moved into the bore, she injured her left hand ring finger. Surgery was needed for the injured finger.

Manufacturer narrative:
Conclusion - it is known that there is a space between the pt table and the magnet cover where finger pinching may occur. This potential hazard was identified during the design of the scanner and noted in the risk analysis. To mitigate this potential harm a switch plate between the table top and facade was designed to stop the pt table should something (e.g. A finger) come in contact with it. Nevertheless, this does not prevent finger pinching in all cases. Further, arm rests are provided with each scanner which keep the arms inside the outer sides of the table top. Training is provided at installation of the scanner that includes the use of arm rests and the instructions for use. This training emphasizes the importance of the user ensuring that the pt's arms do not 'dangle' outside the edge of the table top - creating a hazardous situation. Therefore, it is believed that with the current design and the appropriate application of the arm rests and operator attention as described in the instructions for use, the philips MRI scanner does not pose a significant risk to the user or the pts.